Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 3000ml exactamix eva tpn bags leaked from a cut on the front side. It appeared like the printing stamp was too hard and caused the cut. This was observed prior to use for treatment. There was no patient involvement. No additional information is available.